Event description:
The customer reported receiving failed battery alarms from the insulin pump. The customer also reported having high blood glucose values recently; the reported value was 338 mg/dl. At the time of the phone call with the helpline. Troubleshooting for the high blood glucose found the insulin pump apparently working as designed. However, the customer wanted a replacement insulin pump. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.